Event description:
It was reported that an unspecified number of homechoice cassettes had air without an alarm. The event was further described as "bad cassettes, some that are full of air". This occurred during drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending therapy session and advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were manufactured at one of the following facilities: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.